Manufacturer narrative:
Investigation results were made available. Event description: it was reported that during surgery on (B)(6) 2020, the surgeon noticed that pole plug could not be screwed into the insertion of allofit system. He decided not to use the shell and completed surgery with another shell and liner of different size. The surgical delay reported was 31-60 minutes, for the removal of implanted shell, preparation for new shell and implantation of new shell review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the shell with its pole plug as well as the insert were received for investigation. The shell's backside shows s0me wear on individual fins as well as minimal remains of bone can also be observed which is most likely from the impaction. On the inside several scratches can be observed around the pole thread and also the rim shows some slight damage. The thread is worn and deformed. The entire plug seems to be deformed and its thread seems to be worn. On the face surface a circular wear pattern can be observed. Insert shows slight scratches on the rim from its usage. Nothing conspicuous on the articulation surface can be observed. On the backside of the insert some wear pattern on the rim as well as in some areas of the spherical area can be seen. Only one indentation mark from the antirotational spikes can be observed. Further, the pole pin is damaged and deformed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR / ncr review: review of the device history records identified that 2 parts were scrapped as the surface was not according to specification (ncr# (B)(4)). The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that during surgery on (B)(6) 2020, the surgeon noticed that pole plug could not be screwed into the insertion of allofit system. He decided not to use the shell and completed surgery with another shell and liner of different size. The surgical delay reported was 31-60 minutes, for the removal of implanted shell, preparation for new shell and implantation of new shell the components were returned for investigation and showed that threads of the shell as well as the pole plug are worn and damaged. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It can only be assumed, that the deformations seen on the threads prevented the pole plug to be screwed into the shell. If a possible misalignment of the pole plug and the shell during the assembly may have cause the deformation and wear seen on both threads remains unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Event description:
The thread on the dome hole plug is damaged.

Manufacturer narrative:
Additional information which was received on oct 02, 2020. D11 - medical product. Allofit alloclas shell 52/ii; catalog no#: 4245; lot#: 3024927. Dural alpha insert w rim ii/32; catalog no#: 01.00013.509; lot#: 3022323 are the ones finally implanted. So, removed from the associated product. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b4, b5, g4, g7, h1, h2. Corrections: d11, h10. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4)

Manufacturer narrative:
Concomitant medical products: durasulâ®, alpha insert, hooded, hh/32; catalog no#: 01.00013.508; lot#: 3034644, allofit alloclas shell 52/ii; catalog no#: 4245; lot#: 3024927, dural alpha insert w rim ii/32; catalog no#: 01.00013.509; lot#: 3022323. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During the surgery, the surgeon noticed that pole plug could not be screwed into the insertion of allofit system. He decided not to use the shell and completed surgery with another shell and liner of different size. The surgical delay reported was 31-60 minutes, for the removal of implanted shell, preparation for new shell and implantation of new shell